Event description:
It was reported that the insulin pump alarmed motor error and low reservoir. The customer stated that the insulin pump was almost out of insulin. The customer's blood glucose was unknown. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir alarm or motor error alarm noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.